Event description:
Customer reportedly received result of 122 mg/dl on the advantage system and 53 mg/dl on professional device within 10 minutes. Low blood glucose symptoms were reported with these results; customer was treated with glucose. Requested return of suspect device and replacement was sent.